Event description:
Immediately after the implantation surgery, while still in the hospital, patient had a fever. She was nevertheless released on 1 pain pill. The fever persisted for weeks. The doctor who implanted the device never returned her calls. She finally consulted with her regular family doctor who diagnosed sepsis. She was placed on strong antibiotics and eventually got well. Nonetheless a new set of illnesses cropped in. She experienced excruciating abdominal pain, dyspareunia, weight gain (about (B)(6)) and incontinence; her bladder had been damaged. In (B)(6) 2014, she had the device removed. But only part of it came out because it was deeply entrapped within her tissue. In (B)(6) 2015, she had another surgery, this time to remove the scar tissue around the urethra because it was blocking the smooth flow of urine. She is presently supposed to have another surgery because the urethra is completely blocked and she is unable to urinate. Consequently a foley catheter can't be inserted. Patient is very fatigued and disabled. She's unable to take care of herself. She says her husband left her because of her condition. Her daughter is away in the army. So there's no one around to help her before, during and after the surgery. Consequently she can't schedule the surgery. In view of the aforementioned, patient is asking how the FDA got to approve this device and why it's still in the market despite all the numerous negative reviews from women. She would like this complaint to be made public in order to inform other women. Patient would like the device to be taken off the market because she believes the FDA is there to prevent such mishaps from happening to other women.